Manufacturer narrative:
Other, other text: returned device was received with a cracked on lower right front corner of top case also cracked on bottom case. During the evaluation of the device invalid syringe size was found at syringe test and unable to calibrate the size sensor. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the medfusion pump was giving the wrong syringe sizes. There was no patient present during this event.